Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that before anticancer drug use. When the 515505-zat was stuck in the infusion bag and a syringe was attached to the 515008 and the raw meal was aspirated, there was a foreign body in the syringe. Discard the raw food and submit the actual product to bd.

Event description:
It was reported that before anticancer drug use. When the 515505-zat was stuck in the infusion bag and a syringe was attached to the 515008 and the raw meal was aspirated, there was a foreign body in the syringe. Discard the raw food and submit the actual product to bd.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one injector, connected to a syringe was provided to our quality team for investigation. Through visual inspection, a small particle was observed within the syringe. Characterization testing was performed and found the particle was consistent with material from the injector membrane. Fragmentation testing is performed during manufacturing, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.